Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant the pulse generator exhibited premature battery depletion. Exposure to electrocautery may have happened during the implant procedure.